Manufacturer narrative:
Date of event: exact date unknown, event occurred in a year.

Event description:
It was reported that the patients ipg had stopped working. The patient underwent an explant procedure. The explanted ipg will not be returned as it was discarded by the medical facility.